Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the lens did not come out of the injector properly, and they did not want a replacement. According to the additional information received, the procedure with iol implantation was performed in the patient¿s right eye and was completed on the same day. The surgeon reported that the injector did not fit well through the 2.4mm incision, caught the edge of the incision, and came out.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).